Manufacturer narrative:
Additional information was received that the battery lot code of the defective battery was m61500p1, and the defective battery was more than 5 years old based on the date of manufacturing as the date of manufacturing was october 2015. The battery replacement was therefore part of standard preventive maintenance. The replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual which indicates that the battery requires replacement every 5 years to ensure proper system performance.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 "battery failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1124 "battery failed" alarm error occurred. The manufacturer's product support engineer (pse) evaluated the device and confirmed the issue. The pse replaced the lithium-ion battery and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.